Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter, translated from french to english: "after insertion of the catheter it is impossible to remove the needle which has become blocked. I had to prick out the patient.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-17. H6: investigation summary two representative samples and one used sample was received by our quality team for evaluation. The representative samples were subjected to visual inspection and the separation force test. Both samples passed testing and no abnormalities were observed. The used sample was subjected to visual inspection. The tether foil was observed to be incorrectly assembled into the heat stake on the needle hub which resulted in a shorter foil length. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As it was observed that the tether foil folds were incorrectly assembled onto the needle hub heat stake post. The tether foil was not able to extend properly during needle withdrawal. The probable root cause of this issue could be due to the tether foil not being placed properly on the tether dial nest during pick and place of the tether foil and and the smother process was not able to successfully smooth out the tether foil on the dial nest. The tether smoother has been optimized by extending the tether smoother to fully cover the full tether length.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after insertion of the catheter it is impossible to remove the needle which has become blocked. I had to prick out the patient."